Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 lead implanted: (B)(6) 2011; 5076-52 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was noise, a lead warning for high pacing impedance, and a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.